Event description:
It was reported that the patient's implantable cardioverter defibrillator inappropriately delivered high voltage (hv) therapy due to incorrect interpretation of supraventricular tachycardia (svt). The patient noted discomfort due to the shock. Programming changes were made. The patient was stable.